Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 125. The last recorded recharge session done while the device was implanted was a pmr and had the default date of (B)(6) 2000. The device was recharged for 43 minutes and the battery charged to 3.365v. The prior charge was dated (B)(6) 2014. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2014.

Event description:
It was reported that the patient wanted to have their implantable neurostimulator (ins) removed as they felt the therapy was no longer effective. The cause of the issue was not determined and no programming was needed. The date for the planned removal/replacement of the device system was noted as (B)(6), 2014. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No other details or an outcome was reported regarding this event. Additional information could not beobtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
It was later reported that the product status of the implantable neurostimulator (ins) was removed and not replaced. There were no devices implanted. After the explant, the patient was doing fine and had recovered without sequela.